Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge t:lock disconnected on its own causing insulin to leak. Customer's blood glucose (bg) was high with moderate ketones; bg value not provided. Customer administered a correction bolus via pump and manual injections to treat elevated bg. Reportedly, a cartridge change was performed and insulin delivery was resumed.